Event description:
The device was explanted due to oversensing was observed post induction testing.

Manufacturer narrative:
Upon receipt, the device was sensing a 426 ms signal. The real-time egm showed no noise or signal. Using the automated test equipment, the real-time egms raw data was captured and it was observed that the ventricular sense offset value was not set to zero, but was offset by approximately -6 counts. This could cause the observed sensing anomaly experienced in the field. All other device functions were normal. The sensing anomaly was caused by an incorrect ventricular sense offset value entered during the manufacturing of the device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.